Manufacturer narrative:
(B)(4) urination control.

Event description:
It was reported that the pt had problems controlling urination. The pt also had numbness from her neck down. The pt also fell down the stairs and had some other falls. An MRI was performed and it was found that the device is not in the proper location. The drug used in the pump at the time of the event was not reported. Additional info has been requested; a f/u report will be submitted if additional info becomes available.